Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had intermittent button response on uparrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. No moisture damage noted on electronic assembly or on motor. Device had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was performed. The device was returned for analysis.